Event description:
On an unknown date a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 the spouse of the patient reported that the peg tube was stuck and cannot be mobilized. On an unknown date, the buried bumper was confirmed by a surgeon who determined that the buried bumper will not be remedied without the treatment continuing as before and the peg tube not to be flushed.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper syndrome is a known complications of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of peritonitis and buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.